Event description:
It was reported that the rx accunet was positioned in the left internal carotid artery. After stent implantation and during attempted filter removal, the rx accunet recovery catheter (rc) could not be advanced through the tortuous anatomy, despite two attempts. The rx accunet low profile, flexible design rc was successfully advanced and the filter was removed. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The product used during the procedure was not returned which could have aided in the determination of the cause. Difficulty of crossing can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. The accunet 3in1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design is more flexible and is designed to deflect into place while advancing. It is the discretion of the user, based on his preference and experience, to use the recovery system that is appropriate for the procedure. Based on available information a conclusive cause for the failure of the rc to cross appears to be related to operational context in which the device was utilized and the tortuous anatomy that could have contributed to the event.